Manufacturer narrative:
(B)(4). Following product return and completion of lab analysis, this event will be further updated.

Event description:
--

Event description:
Boston scientific received information that approximately a few months post-implant, this right ventricular and right atrial lead dislodged. The patient was reported syncopal and sought medical attention, at which time an x-ray confirmed the dislodged leads. Surgical intervention was planned and performed a few days later; both rv and ra leads were explanted and replaced. Explanted leads are intended to be returned for analysis. No further resulting adverse patient effects of note.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.